Event description:
It was reported that during insertion, the intra-aortic balloon (iab) became caught and could not pass through the guidewire. Customer stated that insertion procedure was carried out properly according to instructions. It was noted that there was no bending of the iab or the guidewire. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).